Event description:
In the article "complications of injectable fillers, part 1", aesthetic surgery journal 33(4), the author describes signs and symptoms of common and rare complications due to the injection of hyaluronic acid dermal fillers. In one case the pt "presented with recurrent ipsilateral cheek abscess formation on 3 separate occasions despite thorough incision, drainage, and courses of culture-appropriate oral antibiotics. Each of these treatments was apparently successful, but the condition continued to recur after a few weeks. After [the pt] was treated with hyal, no further infection recurred".

Manufacturer narrative:
The author does not have additional information to report about this adverse event; type of hyaluronic acid dermal filler is unknown and no pt information is available. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.